Event description:
A malfunction was reported on the pump by the caller, who noted the pump became hot after sleeping on it. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump, which resolved the issue, and the pump malfunction code did not recur. The customer acknowledged the guidance and chose to reload the cartridge independently to resume insulin use, while agreeing to contact support if further malfunctions occurred.